Event description:
It was reported that during a breast biopsy, the device wouldn't deploy. The site was marked with a micromark. No consequence occurred.

Manufacturer narrative:
Date sent: 11/11/2008. Eval summary: the analysis results of the device found that the tip of the introducer tube was received torn and missing. No functional testing could be performed due to the condition of the instrument returned. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A corrective action has been initiated. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.